Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06668.

Event description:
Per the field clinical specialist (fcs), during a valve in valve (viv) procedure implanting a 23mm ultra valve inside of a preexisting edwards surgical valve, the balloon ruptured (traverse rupture) at the end of deployment. The operators were able to get the majority of the balloon back in the sheath and attempted to remove the sheath and delivery system as one, but the nose cone was stuck. The operator performed a cut down and observed that the balloon had umbrellaed and was caught on one of the perclose. There was a contained dissection due to trying to retrieve the ruptured balloon in the reia that was stented. The surgeon put a stitch at the access site and the patient was stable throughout and there was no major bleeding. Pre-deco findings observed both liner strands and a torn liner approximately 2.5 inches from the distal tip.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The esheath plus introducer was returned for examination. Visual examination found that the shaft had some curvatures. The liner was torn, 2.5' inches in length starting at the distal tip. A liner strand was located 2.0' inches from the distal tip. The liner was partially delaminated at the distal tip with the marker band still attached. In addition, there was damage on the hdpe near the distal end and scratches were present in that region. Dimensional testing indicated that liner thickness measurements were found to be within specification. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint code. The esheath plus IFU, commander delivery system IFU, and device preparation manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints esheath liner torn and sheath liner strand were confirmed through device return. Engineering visual inspection did not show any evidence of manufacturing non-conformance. Dimensional inspection showed the liner thickness met specification. No manufacturing non-conformance was identified in the returned device evaluation. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Since no edwards defect was identified, no corrective or preventative action nor product risk assessment is required. As reported, 'the balloon ruptured (traverse rupture) at the end of deployment. The operators were able to get the majority of the balloon back in the sheath and attempted to remove the sheath and delivery system as one, but the nose cone was stuck.' A balloon burst could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Additionally, per returned device evaluation, scratches were found on hdpe suggesting interaction with calcification, which can also lead to a weakened liner. This especially in conjunction with withdrawal of a burst balloon can lead to the experienced liner tear and strand. In this case, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.